Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that insertion of the patient's (B)(6) lead could not be performed due to an adhesion of epidural space with the body tissues that was observed on (B)(6) 2018. As a result, the procedure was abandoned.